Event description:
The camera drape would not connect and lock on camera head. Several attempts were made by different staff members. A new drape was opened. Connection and locking camera head was made without difficulty.